Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of alarms leading to a controller exchange was not confirmed. Log files were provided, however, data from the reported event date of 24july2024 was not included. The heartmate ii system controller was not returned for analysis. Per the information provided, the patient upgraded to the heartmate 3. A root cause for the reported event was not conclusively determined through this analysis. The heartmate ii system controller serial/lot number was not provided, therefore a DHR review was not performed. The heartmate ii patient handbook section 5 of the patient handbook, entitled ¿alarms and troubleshooting¿, all alarm conditions are addressed including those associated with speed drops and backup battery fault alarms. The patient handbook also has safety checklists that instructs the patient to check the connectors, on both the controller cables and different power sources, for dirt, grease, or damage. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient changed their system controller on the morning of (B)(6) 2024 after various alarms. Entries were recognized that the pump was unable to keep the set speed. The patient was admitted to the hospital for investigation. Log files were submitted and the pump unable to keep the set speed was confirmed. The alarms were reproducible through upper body movements from back to front on the power module and battery support. The patient was to stay on battery support and the hospital was to discuss the next steps with the patient.